Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was not delivering insulin accurately. During troubleshooting, it was found that the basal and bolus settings had been programmed incorrectly. Reportedly, the patient had experienced a significant change in weight without adjustments being made to their insulin regimen. It was noted that the patient¿s guardian had lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that the pump was manually suspended for 70 minutes on (B)(6) 2014. A call service alarm was unacknowledged for one hour and 30 minutes on (B)(6) 2014. The total daily dosage added up and reflected the programmed basal target. The pump reflected 24 units after exercising the pump for 24 hours on a 1 unit per hour basal rate. The pump was found to be delivering within the required specifications. The pump settings were tested and calculated manually. The pump functioned accurately during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.